Event description:
During a pulse field ablation (pfa) procedure for the treatment of atrial fibrillation, a faradrive steerable sheath was selected for use. While advancing the farawave catheter through the sheath, excessive air bubbles were observed within the sheath and were also noted in the aspiration syringe. No air was observed prior to catheter insertion. The air was confined to the sheath and was not observed entering the patient. The sheath was replaced and the procedure was successfully completed with another device. No patient complications occurred, and the patient recovered fully.